Event description:
(B)(6) 2022 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was that the patient was implanted yesterday and they were no longer feeling stimulation sensation and were not getting therapeutic effect. It was reviewed how to increase stimulation until they felt stimulation sensation. The patient would maintain the stimulation level and continue to track symptoms. They were redirected to their doctor if the issue persisted. (B)(6) 2022 additional information was received from the patient. Patient is having incontinence again. Pt was trying to set up an appointment or troubleshoot what is going on with them. Her case is a workers compensation case, and they didn't want pt to go to their dr anymore they wanted pt to go to a new doctor. Pt saw new dr about two weeks ago and they called the manufacturer rep. The rep called patient back and left a message. Pt's return of symptoms started couple months ago. Walked caller through checking their settings. Pt was on program 1 at 1.4 and got a message this is operating at maximum settings therapy can't be increased. Patient switched to a different program. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation is comfortable. (B)(6) 2023 additional information was received from a manufacturer representative (rep). The rep reported that they were with the patient at the time of the call and when the amplitude was increased using the patient application they were seeing the message that the maximum amplitude was reached. The caller got the same message when increasing the amplitude with multiple therapy programs. The caller indicated that the managing md told the rep that the md thought that there was something wrong with the lead and they determined that in (B)(6) 2022. The caller ran impedances in the clinician application and provided the following values: ref 0 >4000ohms for all electrodes ref 1 >4000ohms for all electrodes ref 2 0 1 and c are >4000ohms 3 942ohms ref 3 0 1 >4000ohms 2 942ohms c 369ohms. The caller programmed a custom program with electrodes 2+ 3-. During the call the caller attempted to increase the amplitude with that electrode configuration and the patient did not feel stimulation. The issue was not resolved through troubleshooting. The caller indicated that they were going to continue trying to program with the patient.

Manufacturer narrative:
Product ID: 978b128, lot# va2j7ty, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2j7ty, ubd: (B)(4) -2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the issue with the lead was unknown - patient made mention of a fall but did not provide specific. The cause of the maximum settings error was undetermined. The most likely cause was unknown. The cause of the high impedance was undetermined. The cause of the loss of stimulation was undetermined. The rep reported the patient's healthcare provider (hcp) asked rep to review patient's implant activity because he suspected something wrong with the lead. The rep confirmed with doctor that implant not functioning correctly. The hcp will speak to the patient.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2j7ty, and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.